Manufacturer narrative:
The root cause was attributed to a disconnected capacitor component. The capacitor component was reconnected to resolve the reported problem. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.